Event description:
It was reported that "patient had an usg guided PICC line (power PICC single lumen 4 fr) was inserted on (B)(6) 23 in rt basilic vein inside was-39 cm and outside-3cm kept. X-ray done advised to do every after 7 days dressing. Patient came in opd for PICC line dressing on (B)(6) /23 before removing the old dressing there is blood soakage in the gauze and while flushing the line there is leakage from the insertion site , informed doctor. Advised to remove the line. Sister was trying to remove the line but there is tightness while pulling the line. So, informed the cath lab doctor to remove the line. Usg guided new PICC line inserted on (B)(6) 23."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed but the cause is unknown. A photo of a single-lumen powerpicc catheter was returned for evaluation. A split was present in the catheter shaft tubing near the proximal end. It was reported that the leak occurred near the insertion site which is consistent with the location of the split in the catheter shaft. The split ran perpendicular to the length of the catheter and appeared to have fairly straight edges. Microscopic observation, functional testing, and tactile evaluation could not be conducted without receipt of the physical sample. There were no distinguishing features in the photograph which could aid in identification of a specific root cause. Possible contributing factors could include material fatigue from repetitive kinking or torsion forces applied to the catheter, damage from sutures or the securement method, or sharp instrument damage. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that "patient had an usg guided PICC line (power PICC single lumen 4 fr) was inserted on 22.06.23 in rt basilic vein inside was-39 cm and outside-3cm kept. X-ray done advised to do every after 7 days dressing. Patient came in opd for PICC line dressing on (B)(6) 2023 before removing the old dressing there is blood soakage in the gauze and while flushing the line there is leakage from the insertion site , informed doctor. Advised to remove the line. Sister was trying to remove the line but there is tightness while pulling the line. So, informed the cath lab doctor to remove the line. Usg guided new PICC line inserted on (B)(6) 2023."